Event description:
It was reported that this right ventricular (rv) lead had a high pace impedance greater than 2000 ohms and high pacing thresholds. This lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.